Event description:
The davol drain was placed on (B)(6) 2016 at 1052 by the surgeon after a right total knee replacement was completed. The drain was removed on (B)(6) 2016 at 0912 by a rn. The rn reported that the drain removed easily and there was no resistance that was met. The rn inspected the distal hole on the drain tubing and noted that it was not intact (the hole was not whole). The rn updated the surgeon. An order for an x-ray was received and then completed. The x-ray revealed a possible fragment from the drain tubing that remained in the patient's knee joint. The patient returned to surgery for a knee arthroscopy at which time a piece of the drain tubing was removed from the patient's knee joint. Davol drain used for post operative wound drainage.